Event description:
Procedure type: cholecystectomy. According to the reporter: after pulling the string to cinch the bag closed, part of the bag that normally stays on the metal loop came off and stayed in the trocar. It was noticed and retrieved. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. There was no pt injury or ill-effects.

Manufacturer narrative:
(B)(4).